Manufacturer narrative:
(B)(4). Added additional information: the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. The device was disassembled and no anomalies were found associated with the reported issue. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a radical prostectomy procedure, after multiple activations, the top jaw failed to open after cutting and returning the blade to the "home" position. Surgeon manually pulled apart jaws to remove from patient. The handle appears to no longer be able to open the jaws. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.